Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) spoke with the patient on june 1st and she stated her pain has not improved since our last reprogramming. She has since turned the device off. The rep offered to meet her for additional reprogramming options, but they have yet to hear back from her.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that patient spoke with her healthcare provider (hcp), regarding the device and the possibility of the cautery damaging the device and per the physician he felt it was highly unlikely. Rep hasn¿t heard from the patient since they last saw her a couple of weeks ago. At the time, program a didn¿t provide much relief, however, she was instructed to try programs b <(>&<)> c. Rep's assuming since they haven¿t heard from her, the other two programs must be helping. Rep will touch base with her at some point. The hcp wants the patient and rep to continue other programming options at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller indicated that the patient had a procedure 1-2 weeks ago in which the patient's eyes were cauterized and they didn't use a grounding pad. The patient feels like there might be something weird going on with the device; the patient feels like the ins isn't working as well following. The caller checked impedances yesterday and everything was normal. The caller changed therapy programming, using three new groups, and the patient was going to evaluate the therapy after using the new groups for some time. The patient texted this morning and group a did not help her much overnight.